Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached high, over 400 mg/dl while wearing the pod between 1 and 4 hours. The pod was coming loose because of the cream on the patient's arm. Cannula may have not been inserted correctly. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin (10u) was delivered and a new pod was applied.